Event description:
It was reported that the patient underwent a catheter revision for an unspecified issue. Diagnostics were performed including an x-ray, CT scan and indium dye study. None of the test results showed a catheter malfunction. The pump was set to minimum rate and the patient was given an external injection of baclofen which was successful. The surgeon decided to revise the catheter; however, when the 2-piece catheter was taken apart, cerebral spinal fluid (csf) backflow was observed from the spinal segment of the catheter and they were able to aspirate. It was decided that the entire catheter be replaced; however, the surgeon was unable to retrieve the spinal segment of the catheter because he did not go into the same incision line due to the patient¿s history of cellulitis. Therefore, the catheter was left in the patient and tied off. The patient currently has 2 catheters implanted. Patient outcome was not provided. The device system was used to deliver baclofen. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter: product ID neu_ unknown_cath, serial# unknown. Product type: catheter. (B)(4).